Event description:
The customer reported that the pod was worn for up to four hours and, during this time, his bg levels began to "climb." After activating the pod, he "thought the needle/cannula deployed." He proceeded to wear the device when, upon inspection, noticed that needle and cannula "never deployed." Bg levels greater than 250mg/dl were experienced. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was returned for evaluation with the needle un-deployed. The investigation confirmed that the needle mechanism had not fired due to a component being installed incorrectly. As a result of the needle mechanism failure, the cannula would not have deployed into the customer's skin. Based on investigation results, the pod had malfunctioned due to a manufacturing error and would have directly contributed to the customer's high bg levels. The customer stated that after activating the pod, he "thought the needle/cannula deployed." The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." If user guide instructions were properly followed, the user would have immediately noticed that the cannula had not deployed (which would have been visible through the viewing window) and would not have proceeded to wear the pod. The user guide also warns the user to "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. Insulet has initiated an internal investigation to identify the root cause of this failure mode and to minimize and prevent its recurrence. The investigation is in-process as of the date of this report. A review of lot qualification records revealed zero instances of this specific failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptance criteria.